Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 39.5mm abdominal aortic aneurysm, and a 33.5mm aneurysm of the left common iliac artery. Aneurysm and vessel morphology at the time of implant was not reported. During the index procedure, a 6f destination was inserted from right femoral artery (fa) to left iia, and left iia was coiled. The endurant main body was inserted from the left fa and deployed without issues. The patient had a pre-existing dissection on the right cia. The physician elected to treat the dissection by adding a bare metal stent and the procedure was completed successfully with no endoleak. It was reported six days after the index procedure that the patient presented with abdominal pain. The patient remained under observation with fasting; however, the symptoms did not improve. Further evaluation discovered the presence of air inside the celiac artery and the patient was urgently treated with open surgery were extensive necrosis of the colon was diagnosed and that area was then removed. An artificial anus was made for transverse colon. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (ischemia); patient¿s condition affected effectiveness of device (pre-operative dissection, air seen in celiac artery; lack of information (cause is unknown). Conclusion: inherent risk of a procedure (ischemia); device failure/lack of effectiveness related to patient condition (pre-operative dissection, air seen in celiac) artery); lack of information (cause is unknown).